Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon trying to remove the blue cap for balloon protection, it was noted that the balloon part and the shaft were cut off outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device returned with a complete break at the site of the guidewire port. The device was returned with its balloon material, blades and tip removed. These were not returned with the device.

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, upon trying to remove the blue cap for balloon protection, it was noted that the balloon part and the shaft were cut off outside the patient. The procedure was completed with another of same device. No patient complications were reported.